Manufacturer narrative:
After the insertion of the missing seal (o-ring) on the ise tower, the instrument is running back within specification. The investigation determined the issue was consistent with a user error due to the customer losing a seal during maintenance and the service actions resolved the issue.

Event description:
The initial reporter received questionable ise results for na and k for an unspecified number of patient samples tested on a cobas integra 400 plus analyzer. The following results were provided as examples by the customer: patient sample 1 initially resulted in a na value of 121 mmol/l and repeated as 131 mmol/l on a cobas 8000 ise module. Patient sample 2 initially resulted in a na value of 129 mmol/l and repeated as 141 mmol/l on a cobas 8000 ise module. Patient sample 3 initially resulted in a na value of 125 mmol/l and repeated as 136 mmol/l on a cobas 8000 ise module. Patient sample 4 initially resulted in a na value of 125 mmol/l and repeated as 137 mmol/l on a cobas 8000 ise module. Patient sample 5 initially resulted in a na value of 130 mmol/l and repeated as 140 mmol/l on a cobas 8000 ise module. Patient sample 6 initially resulted in a k value of 3.59 mmol/l and repeated as 4.09 mmol/l on a cobas 8000 ise module. No questionable result was reported outside of the laboratory. The na and k electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
While changing the chloride electrode, the field service engineer determined a missing seal under the ise tower. The investigation is ongoing.